Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: found faulty power supply was not powered up and lamp was burned out. A root cause could not be identified. Based on the results of the investigation, reported malfunctions light source would not turn on and smelled like smoke were due to electronic component problem as identified. Most probable causes of malfunctions identified during evaluation: a faulty power supply would not power up was due to electronic component problem and lamp burned out was due to environmental temperature problem as identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source didn¿t turn on anymore and it did smell like smoke. The issue was found during inspection for use. There were no reports of patient harm.